Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a change in the patient's medication right ventricular capture management test was not running. The implantable pulse generator (ipg) remains in use. It was also reported that the right ventricular (rv) lead exhibited occasional short v-v intervals. The lead remains in use. No patient complications were reported.